Event description:
Pt presented with signs of infection and osteomyelitis approx two weeks following placement of unite biomatrix on a diabetic ulcer of the left foot as part of a study. Pt was subsequently admitted to hospital where he underwent debridement of the 5th metatarsal head and distal phalanx. Pt underwent add'l debridement and was prescribed oral antibiotics on discharge.

Manufacturer narrative:
The device was not retuned to the MFR for eval. Review of lot records indicated that device met all acceptance criteria prior to release. Based on the available info, the cause of the event could not be determined.